Manufacturer narrative:
The device was returned due to a leak and catheter insertion difficulty. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when a dilator from current inventory was inserted. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported catheter insertion difficulty remains unknown. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation procedure, a fluid leak occurred after inserting the catheter through the introducer. The procedure was completed without replacing the introducer with no adverse consequences to the patient.